Manufacturer narrative:
Technical support instructed the account to see if the roller stud was broken and to follow the adjustment procedure in the manual. The account found the brake caster was missing the plunger and stem. Repairs have not been completed.

Event description:
The account's maintenance alleged, the brakes will not hold. He said, the brake/steer pedal is loose on the bed.